Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm and high blood glucose. The customer reported a blood glucose value of 290 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1880, unk_sensor, mmt-332a, mmt-381a. Troubleshooting was performed for the no-delivery event. The customer confirmed the insulin exited during the 5u fill cannula and the pump alarmed. After a complete set change, the customer re-attempted the load reservoir/fill tubing process, insulin exited, and the pump alarmed. The customer declined to troubleshoot for high blood glucose. No harm requiring medical intervention was reported. A product return for mmt-1880 was requested and the customer returned the insulin pump. No product return is required for unk_sensor. A product return for mmt-332a was requested and the customer response was the device will be returned. A product return for mmt-381a was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Confirmed pump alarmed insulin flow blocked alarm on 04/29/2024: 10:07:50.000 bolus, 10:09:42.000 bolus, 12:49:09.000 basal, 12:50:50.000 bolus, 12:54:07.000 basal, 12:55:08.000 priming, 13:39:15.000 basal, 13:44:07.000 basal, 15:09:17.000 basal and 15:14:09.000 basal; in pump downloaded history. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. No unexpected insulin flow blocked alarms noted during testing. Unexpected insulin flow blocked alarm was not confirmed. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.